Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Unk. Was medical or surgical intervention required? Unk. Was there any special diagnostic test performed? Unk. What is the status of the surgeon injury today? Unk. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Unk. Was the ampoule crushed repeatedly? Unk. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): (B)(6), please perform and document the follow up attempt for product return: the device will be shipped. Regarding the doctor's injuries, the amount of bleeding was a very small, but it was enough that blood got on the product used. After the doctor's injuries, the surgery continued. After the injury, it was found no symptoms, such as infection or etc, to the doctor. H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that only the pen device was returned with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroplasty (tka) on (B)(6) 2025 and topical skin adhesive was used. The product was used on the epidermis. It was cracked the glass ampule by proper use, and the product was applied to the epidermis. While applying it, the surgeon felt pain in his thumb and index finger, and when he checked, the glass shards had protruded through the rubber. The surgeon commented that he thought the adhesive fluid had polymerized and a protrusion object was formed. It occurred that pain occurred within a few seconds of cracking the glass ampule and starting to apply the product. There was no impact on the patient due to this event. The surgeon injured his hand and received treatment. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.